Event description:
90 minutes into treatment, pt alerted staff to blood on their shirt. Venous line had disconnected from their quintin perm cath. Date of insertion was in 2000) estimated blood loss 50cc. Fres-h hemodialysis machine did alarm, 160 venous limits were on blood flow rate -400. Pt's pre event hgb 12.7, post event hgb-12.5(10/26/00). Pt complained of shortness of breath/fainting/increased anxiety. Pt sent for eval. Pt sent home the same day and returned to next scheduled dialysis treatment, without further incident. Sample was not saved for analysis.